Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The customer reported that nine fully charged li-ion batteries is overheating by mid-day and does not power on the platform. This complaint is for autopulse li-ion battery (sn (B)(4). The leds of this battery show 4 solid green lights. The non-functional battery was swapped out with the spare one and it powered on the platform. The non-functional battery was then taken inside in the ac to let it cool off for about 20 minutes. After 20 minutes, the battery powered on the platform. The issue of the fully charged battery not powering on the platform was observed during patient use as well as during training. It is unknown to which battery was used during patient care. Manual CPR started right away when battery failed to power on the platform during patient use. No impact or consequences to the patient during patient care. Please see the following related MFR report: MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66507, MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66508, MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66509, MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66510, MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66511, MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66512, MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66513, MFR (B)(4) for autopulse li-ion battery (sn (B)(4) under ccr 66514.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.